Manufacturer narrative:
Concomitant medical products - model: 506852, lead; implanted: (B)(6) 1999, model: d314drg, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that erosion occurred. It was unknown if the erosion was due to the lead or the lead extender. The implantable cardioverter defibrillator (ICD) system was explanted and replaced with a pacing system as the patient no longer met criteria for a tachy device. No further patient complications have been reported as a result of this event.